Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that a valve-in-valve procedure was performed after an implant duration of approximately 3 years and 8 months. Unfortunately, the reason for the re-operation has not been provided. Despite repeated attempts to receive further information regarding the device and event, no additional information was received. No other details reported.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: no evaluation will be performed since the subject device was not explanted from the patient. Despite repeated attempts to receive further information regarding the device and event, no additional information was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. A supplemental report wil be submitted once new information is received from the health-care provider. No further actions are possible with the available information.

Manufacturer narrative:
A response was received from the health care provider indicating the patient had the valve-in-valve procedure for prosthetic mitral valve stenosis. No other details provided. There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the valve was not explanted from the patient; therefore, the root cause of this event could not be investigated.